Event description:
Patient with a diagnosis of liver mass, during microwave ablation procedure, catheter was being inserted into the anterior costal region and md felt something abnormal with the equipment. Md withdrew the probe and noted the probe was bent. This occurred with 2 probes #vt1237 valleylab evident mwa percutaneous antenna.